Manufacturer narrative:
(B)(4): the customer reported that a pt death occurred and requested assistance with review of the central monitor alarm log files since the pt history was discharged without saving. The customer has not made an allegation that the device was a factor but based on the info provided, the device may have been a factor and therefore we will report. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred and requested assistance with review of the central monitor alarm log files since the pt history was discharged without saving.